Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, scratched keypad overlay and partially broken retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is broken at the reservoir connection and is missing the plastic guard and the o rings. The customer's blood glucose reading was unknown at the time of incident. No further details provided.